Event description:
A customer contacted stryker to report that their device failed to provide defibrillation therapy during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4), of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. It was concluded that the device can not be repaired due to the other, unrelated issues. The device was returned to the customer unrepaired with a note that the device is not for use.